Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device replacement procedure for eri, increased capture threshold was observed. The physician elected to cap and replace the lead during the procedure on (B)(6) 2016. The patient was stable post-implantation.